Event description:
The customer reported that during an electro cardio version in the context of a pulmonary vein isolation, a total failure of the hemodynamics unit occurred. According to the customer, there was no ECG, no blood pressure, and saturations could not be derived for several minutes. The hemodynamic module had to be switched off and on again (rebooted). There was no reported patient impact / injury.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that, the customer experienced a total failure of the hemodynamics unit occurred during an electro cardioversion in the context of a pulmonary vein isolation. According to the customer, a reboot of the system was required to resolve the issue. The device was in use on a patient. There was no report of patient or user harm.